Event description:
The reporter stated an aq2010v silicone three piece lens cracked and there was patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval results: a visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could bot be determined. It should be noted that the injector and cartridge were not returned for evaluation.